Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. Reportedly, the patient is an adult using a pediatric receiver. No additional patient or event information is available. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is used for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was reviewed and screen error alarms and hardware errors were observed. The reported event of the receiver displaying hw rf error code and screen error alarm failures was confirmed. The root cause was determined to be ui-u1 component failures.